Manufacturer narrative:
Evaluation of the returned smart coil pusher assembly revealed that the pull wire was distal to the ddt. Further analysis determined that the pet bump was loose on the pull wire, which likely caused the pull wire to protrude further distal to the ddt than intended. The root cause of this failure mode could not be determined. This damage likely contributed to the resistance experienced during the procedure. If the device is forcefully manipulated against this resistance, damage such as a pusher assembly kink may occur. Further evaluation of the device revealed the embolization coil was detached. This damage was likely incidental to the complaint. The embolization coil was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the transverse and sigmoid sinus using penumbra smart coils (smart coil) and a non-penumbra microcatheter. During the procedure, the physician was experiencing resistance while attempting to advance a smart coil through the microcatheter. It was also reported that the smart coil became damaged. Therefore, the smart coil was removed. The procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.